Event description:
Patient's family called lfs alleging that the patient meter had segments missing, had been unable to obtain a reading for the past 2-3 days. Patient had still been taking the set amount of insulin. Patient was feeling weak and fell down, was taken to the ER. Patient was in the ER for a couple of hours. Family claims they tested the bg in the hospital, but they do not recall the reading and that patient was not treated for the diabetes in the ER. The md had to check the patient to make sure patient did not have any fractures due to the fall. Patient had already sent subject back to lfs and had already started using the new meter that customer service had sent out to patient. This case is being reported as a malfunction because patient went to ER because of the fall and not due to the bg reading.